Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient was advised to close and re-launch the g5 application, then reset bluetooth, which was successful at establishing a connection. No additional patient or event information is available.